Event description:
The customer reported that the 9800 system had a short circuit on 220v power supply problem with cable connection that has come out of its connector. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable connection was repaired during the service call.